Event description:
It was reported by service report that the track wheel is damaged and will not roll. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.